Manufacturer narrative:
Concomitant medical products: product ID 387445, lot# va09a9f, implanted: (B)(6) 2013. Product type: screening device. (B)(4).

Event description:
It was reported that the tip on the trial lead broke off inside the epidural space when the lead was pulled back through the needle. The tip remained inside the epidural space. The trial continued with two leads and the tip would be removed at implant. The patient was doing ¿fantastic¿ with the trial and wanted the implant. There were no symptoms or complications associated with this event. A follow up report will be sent if additional information is received.